Event description:
The customer stated that she was hospitalized for low blood glucose and the reading was 20 mg/dl. The customer stated her blood glucose went low because she had nothing to eat that day. Troubleshooting was performed and the insulin pump was programmed correctly. No alarms or errors were noted in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our current knowledge. No conclusion can be drawn at this time.